Event description:
In 1977 pt had l modified radical mastectomy with reconstruction in 1978 and 1983. Her reconstruction involved a double lumen saline-silicone implant. Over the last yr pt has noticed l breast getting smaller, becoming extremely hard and painful and limiting motion of l arm and shoulder. No evidence of recurrence of cancer. Physical exam reveals baker's 4 capsular contracture with tenderness.